Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative received the alleged faulty avea uim (user interface module) p/n 16950 s/n (B)(4) was received for investigation on (B)(4). The fa rep reported after powered on, the screen stayed blank and all the led¿s (light emitting diodes) were on, repeating the reported issue. I tried uploading software but there was no communication. Separated the issue to a corrupted boot loader in software version 4.6 (p/n 26310-001 rev a) as described in. Re-loading the boot loader program corrected the screen being blank. The fa rep then uploaded software version 4.6b. The fa rep determined the root-cause to be a corrupted boot loader. This is considered a known issue and is being addressed through an internal investigation.

Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went on site to evaluate and repair the suspect device. The carefusion fsr determined the alleged defective component is the uim (user interface module), replaced the faulty uim, and performed est (extended system test). The carefusion fsr reported the device is now performing to manufacturer's specifications, while the alleged faulty component has been sent to the carefusion failure analysis (fa) lab for further investigation. At this time, the suspect device has not been received by carefusion fa lab.

Event description:
The customer reported while using the avea ventilator; the unit displayed vent inop (inoperable). The customer reported the display screen froze and the suspect device stopped ventilating. The issue occurred during patient use and the suspect device was taken off the patient. The customer reported the patient was manually ventilated while the end-user was getting another vent. There is no report of patient harm associated with the event.